Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had sensor discrepancies. The customer¿s sensor glucose reading from the reported event was 60 mg/dl while their blood glucose reading was 165 mg/dl. Troubleshooting was performed. Insulin delivery was suspended due to sensor glucose value. The sensor glucose that triggered the suspend event was 70 mg/dl and blood glucose was 140 mg/dl. The suspend on low limit in the sensor setting was 70 mg/dl. They were advised to monitor and call back if issues persist. The sensor will be returned for analysis.